Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV, and rupture.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV, and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., d.10., g.1., g.3., h.3., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, deformation. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. No openings or issues related to rupture device were observed. During the analysis was observed crease fold however not is considered. Workmanship because the device was implanted. And it was received without its original sealed packaging.

Event description:
Patient reported left side capsular contracture, baker grade unknown. Additionally, healthcare professional reported and confirmed capsular contracture, baker grade IV, and rupture. Device has been explanted.